Event description:
Customer reported via phone call that the esc button on the insulin pump was not working. Customer also stated that there were lines from the center of the screen and the vibrate feature on the device was not working. Customer did not recall any significant events leading to the keypad issue. Customer declined any troubleshooting. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was unable to vibrate due to a broken vibrator wire. The pump had missing segments due to a cracked lcd zebra connector. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.